Event description:
The customer reported to olympus that the gastrointestinal videoscope had a button defect . No reports of patient harm. During the evaluation the following reportable malfunction was found: the bending section cover has foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the control unit, the switch 2, the plug unit, the suction connector, the universal cord, the grip, the connecting tube, the scope connector cover, the switch box, the upward/downward angulation control knob, the right/left knob, the plastic distal end cover, the objective lens, the protector of universal cord on the suction connector side, the scope connector cover unit, the bending section cover and the forceps elevator were scratched. Due to wear on the angle wire, the angulation skips during angulation in the up/down directions, the play of the upward/downward angulation control knob and the bending angle in up direction did not meet the standard value; the paint on air/water cylinder, the suction cylinder, and the adhesive around objective lens were peeled; the objective lens and the control unit had discoloration; the connecting tube had a wrinkle; the control unit was dirty due to water leakage; the adhesive on the bending section cover had a chip; due to a crack on the bending section cover, insulation resistance value at distal end did not meet the standard value; the plastic distal end cover had a burn; the light guide lens had a crack; the switch 4 had wear; due to damage on the upward/downward angulation control knob , water tightness was lost and due to corrosion, switch1 did not work. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the insertion section was wiped, and the nozzle is cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. The root cause of the foreign material residue could not be determined. Acrylate was detected in the component analysis is used in adhesives, so it is possible that adhesives such as tape may have adhered to it. It was confirmed that the instructions for use are being implemented. The inspection method is described in the instruction manual (operation edition) "chapter 3 preparation and inspection" as follows: "3.3 inspection of the endoscope [inspection of the entire endoscope] cracks, dents, bulges, edges, scratches, peeling, metal wires protruding from inside, protrusions, sagging, deformation, bending, adhesion of foreign matter, falling parts, etc. On the outer surface of the entire length of the insertion tube, including the curved part and tip. Visually check that there are no abnormalities." Olympus will continue to monitor field performance for this device.